Event description:
During a uterine contraction, a fragment of the needle holder broke off. The x-ray revealed a foreign object that appeared to be the broken off part. The fragment was successfully removed, as confirmed by a follow-up x-ray.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).